Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent dyspareunia, low back pain, hip pain, urgency, pelvic pain, stress incontinence, abdominal pain, diarrhea, nocturia, constipation, urinary tract infections, vaginal bleeding, epigastric pain, groin pain, thigh pain, buttock pain, overactive bladder, frequency, dysuria, strong smelling urine, myalgia and pain when her bladder is full. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/13/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.